Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open. The technical support specialist (tss) remoted in, verified the drawer setup, and confirmed there were no yellow drawers. After this check, the customer was asked to retry, and the drawer opened successfully, allowing the medication to be issued. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open on medication issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.